Event description:
It was reported that at a routine follow-up appointment, provocative maneuvers produced over-sensed noisy signals from both the right atrial (ra) and right ventricular (rv) leads. Additionally, variable, but still in-range (300-500 ohms) pacing impedance measurements were noted from the rv lead. Technical services was contacted and recommended further manipulations in-clinic and potential diagnostic imaging to assess the ra and rv lead integrity. Provocative maneuvers were performed in-clinic which reproduced the previous noise. It was suspected that the leads could be fractured or damaged. The physician elected to surgically revise both leads to resolve the event and no additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that at a routine follow-up appointment, provocative maneuvers produced over-sensed noisy signals from both the right atrial (ra) and right ventricular (rv) leads. Additionally, variable, but still in-range (300-500 ohms) pacing impedance measurements were noted from the rv lead. Technical services was contacted and recommended further manipulations in-clinic and potential diagnostic imaging to assess the ra and rv lead integrity. Provocative maneuvers were performed in-clinic which reproduced the previous noise. It was suspected that the leads could be fractured or damaged. The physician elected to surgically revise both leads to resolve the event and no additional adverse patient effects were reported.